Event description:
It was reported that during a robotic hysterectomy procedure, the seal came apart on the device and they were loosing the pneumatic effect. The case was completed at that point, and there was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.